Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the rptr: during a laparoscopic sleeve gastrectomy procedure, the first firing was with a covidien duet with a blue load. The second two firings were with an endocutter flex with a blue load. There were five add¿l firing with the endocutter flex with blue load and peri-strips. The surgeon used endo stitch to suture over the two endocutterflex firings w/o peri-strips and part of the covidien duet firings. During the procedure, the surgeon did not have any issue with the device firing or staple formation. The pt developed a leak and the surgeon was not sure where the leak was coming from. The device was discarded.